Manufacturer narrative:
No decon or visual inspection of product performed since it was not returned. A picture was provided, see picture titled "blood in iab nov 13 2017". A visual review of the picture has confirmed that there was blood inside the extracorporeal tubing. The product was not returned and so could not be evaluated. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint was confirmed based on the picture provided with blood inside the extracorporeal tubing, but we are unable to evaluate the product to determine a root cause. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. The iab was replaced. There was no patient injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. The iab was replaced. There was no patient injury reported.